Manufacturer narrative:
We are waiting for sunrise to provide more information for investigation.

Event description:
Per importer's MDR: an adverse event involving a breezy ultra 4 wheelchair was reported to sunrise medical on (B)(6) 2014. The end user called and stated that she had fallen out of her wheelchair a total of 7 times over the course of the last 4-5 weeks. The end user is alleging that the right wheel lock is disengaging while she attempts to transfer in/out of her wheelchair. She claims that this has caused the wheelchair to slip out from under her resulting in her falling. She also stated that she has sustained bruises to her elbows, knees back and has suffered a concussion. She also stated that she has never had any medical attention due to the falls. A representative from the end user's dealer reported to sunrise medical that the end user never mentioned to them anything about her falls or alleged injuries.